Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One osseotite tapered certain prevail implant (xiitp4313) was returned for investigation. Visual inspection of the returned product identified minor signs of wear and bone residue around the external threads due to usage. The device was in good condition. Through dimensional analysis and comparison to production drawings, it was determined that the device met design specifications. The reported device had been implanted on tooth # 4 for approximately 8 months. X-ray or picture images were not provided. As a result, bone loss could not be verified. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported patient had peri-implantitis. The product was returned but the reported complaint of bone loss & infection could not be verified since they are medical conditions and no x-ray or pictorial evidence was provided. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. D4: expiration date, UDI. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the patient had peri implantitis. The implant was extracted and replaced with another.